Manufacturer narrative:
A customer reported their AED is flashing red and prompting a service code and replace battery pack now warning. The battery pack has an expiration date of july 2025, and the maintenance schedule is reported as weekly. Communication with the customer: advised the customer to replace the battery pack. Product warranty is expired, referred to distributor. Customer used an alternate battery pack, performed a manual self-test, and cleared the service code or warning; AED can stay in service. Advised to leave battery pack and pads connected at all times and reviewed proper maintenance. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is flashing red and prompting a service code and replace battery pack now warning. They reported this did not occur during patient use.